Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B5: the literature source can be accessed by copying and pasting the following doi link into a browser: doi: 10.1016/j.suronc.2015.05.003. D1, d2, d3, d4, g4-510k: this report is for an unknown biomaterial - cement/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. D9: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. H6 component code: g07002 (appropriate term/code not available) used to capture no findings available due to no product returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: lin pp, kang hg, kim yi, kim jh, kim hs. Minimally invasive surgery for femoral neck fractures using bone cement infusible hollow-perforated screw in high-risk patients with advanced cancer. Surg oncol. 2015 sep;24(3):226-31. Doi: 10.1016/j.suronc.2015.05.003. Epub 2015 may 22. Pmid: 26051408. Objective/methods/study data:the aim of this retrospective study is to report the authors' experience of surgical treatment of femoral neck fractures by controlled bone cement injection into the femoral head and neck through a modified hollow-perforated screw in patients with advanced cancer. Between april 2008 and february 2010, a total of 12 patients [3 men and 9 women] with a mean age of 68.2 years (range 45-83 years) with garden stage I or ii femoral neck fractures in the advanced state of advanced cancer were included in the study. Surgery was performed using a low-viscosity pmma bone cement (depuy international ltd, blackpool, UK). A total of 16 modified hollow-perforated screws and 16 standard cannulated screws (unknown manufacturer) were used to fix fractures in 12 patients. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: depuy synthes pmma cement other devices that were used on the patient at the time of the event: screws (unknown manufacturer) adverse event(s) and provided interventions possibly associated with unk - biomaterial - cement: trauma (qty1) a 75-year-old female patient had cement leakage to the hip joint via femoral head perforation; no intervention noted. A 74-year-old female patient had cement leakage to the hip joint via fracture; no intervention noted. A 70-year-old male patient had subtrochanteric fracture at pod 5 months, but not displaced, which seems to be caused by progression of metastasis and minor trauma; no intervention was noted. A 71-year-old female patient had a fixation failure with screw tip exposure to joint at pod 2 months, and seemed to result from insufficient injection of bone cement into the femoral head and the wrong placement of the screws that were inserted too superolateral to the femoral head and neck. No intervention was noted. This report involves unknown biomaterial - cement: trauma. This is report 1 of 2 for (B)(4).